Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. Interrogation identified a battery depletion (bd) code. Boston scientific technical services discussed what the bd code means and advised device replacement. The s-ICD remains in service and there have been no adverse patient effects reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. Interrogation identified a battery depletion (bd) code. Boston scientific technical services discussed what the bd code means and advised device replacement. The s-ICD remains in service and there have been no adverse patient effects reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. Interrogation identified a battery depletion (bd) code. Boston scientific technical services discussed what the bd code means and advised device replacement. The s-ICD remains in service and there have been no adverse patient effects reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.